Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 60 colony forming units (cfus) of stenotrophomonas maltophilia and 2 cfu of pseudomonas aeruginosa. A subsequent test was performed and tested positive for unspecified number of cfu of klebsiella oxytoca and candida albicans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. The device was evaluated by the regional repair center, and the reported failure was confirmed. Olympus provided the following results of the culture tests, performed at the third-party labs. Sampling date: (B)(6) 2025 sampling from: all channels colony count for stenotrophomonas maltophilia = 60 cfu/milliliter (ml) colony count for pseudomonas aeruginosa = 2 cfu/ml sampling date: (B)(6) 2025 sampling from: all channels cfu, bacterial identification: light growth of klebsiella oxytoca, light growth of candida albicans. Sampling date: (B)(6) 2025 sampling from: flushings and brushings, air-water channel, suction biopsy channel cfu, bacterial identification: no growth after 7 days incubation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.